Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported ' false upstream occlusions during testing'. A review of the event history log identified multiple occurrences of 'upstream occlusion!' Messages. Evaluation determined the cause to be the ultrasonic sensor readings out of the calibrated specification. The attempt to calibrate the ultrasonic sensor failed and therefore the ultrasonic sensor was replaced to correct this condition. A review of the service history record found that the device has been serviced within the last twelve (12) months for this same allegation. The ultrasonic sensor readings were found out of the calibrated specification range and the ultrasonic sensor was replaced during the previous servicing. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a false upstream occlusion during testing. There was no patient involvement. No additional information is available.